Event description:
It was reported that the device was in end of service (eos) due to the right ventricular (rv) lead giving inappropriate therapy due to noise. It is unknown why the device does not provide any therapy anymore but still senses even though ventricular fibrillation (vf) was detected due to noise. The lead and device were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.